Event description:
It was reported that during a colon resection procedure, the stapler worked well on the first firing of an ecr60b. The spent staple load was removed and replacement was installed by a new tech. The load was not initially installed correctly but she corrected it. She tried to put it in upside down and in general had a slight issue getting it installed. While loading it the jaws looked as though they were not all the way open. Once loaded the jaws would not lock in the closed position. A new device was opened but the surgeon didn¿t want to wait so he used the already open tlc55 to complete the second firing. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged release button. Additional information was requested and the following was obtained: per the sales rep: I had a discussion with the surgeon after the case and he was fine with the case. The stapler never touched the patient after the first firing which went very well. The surgeon commented that he thinks the new tech may have screwed something up while trying to load it. The surgeon did not think it was the staplers fault or that there was any issue. The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position. Event could not be confirmed as the device opened without any difficulties noted. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.